Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that prior to use, it was not possible to deflate the cuff after inflating saline into the cuff. No report of pt injury.